Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of fluid intrusion. This resulted in corrosion on the wireless battery module flex assembly. As a result, the wireless battery module flex assembly was replaced.

Event description:
It was reported that a wireless module had water damage. It was also reported that the customer was not aware of any pt injury.